Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the seam; further described as "along the lower left seam of the bag next to the injection port". The leak was discovered after completion of compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which observed a bottom shoulder port weld leak of white solution at the left side of the additive port. The reported condition was verified. The cause of the condition could not be determined; however, the probable cause was related to insufficient sealing due to a variation in the manufacturing equipment weld process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.